Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the device and could reproduce the reported phenomenon. Omsc confirmed that there was a crack at the adhesive of the ccd filling part. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc concluded that this phenomenon attributed to the failure of the ccd unit. Omsc surmised that the ccd was damaged due to unexpected stress. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, error b30 (scope communication error) was displayed and the endoscopic image disappeared. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.